Event description:
A malfunction on a customer's pump was reported, with no notable events occurring prior to the issue. The malfunction did not affect the customer's blood glucose level, remaining within normal range. To resolve the issue, technical support arranged for a pump replacement and provided the customer with instructions on handling the old pump. While the customer lacked a backup insulin delivery method at the time, they planned to contact their healthcare provider. Additionally, arrangements for the shipment and updates on the replacement were made, including communication about delivery details and options for immediate use.